Event description:
New information received that premature deployment occurred during deployment, prior to detachment. Distal end of device had opened and approximately 10-20% of the device was deployed when premature detachment occurred. The pushwire was pulled back while attempting to recapture device. There was no more than normal resistance felt during delivery or retraction of the pipeline(s) in a tortuous anatomy. Premature detachment early in the deployment was the only thing that occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding two pipeline devices that had premature detachment occur.  The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm in the left internal carotid artery with a max diameter of 8 mm and a 15 mm neck diameter. The landing zone was 4.5 mm distally and 4.8 mm proximally. It was noted the patient's vessel tortuosity was severe. It is unknown if dual antiplatelet treatment was administered. The angiographic result post procedure sh owed successful placement of multiple pipeline embolization devices. It was reported that during deployment of both the ped2-500-35 (lot: b431432), which was the first ped used during the case, and the later device used (the 4th pipeline pulled for this case, 5x25 lot: b374864) the physician and the rep recognized that the tip coil of the delivery system had retracted inside of the partially deployed pipeline. This appeared to indicate that the device implant was not moving in conjunction with the delivery system, presumably had come free from the proximal bumper. Both devices behaved almost identically, even with a new/different microcatheter in place during the second instance (1st delivery microcatheter was a phenom 27 and the second instance occurred with a marksman) this case utilized a multi-implant construct and this occurred during deployment of the 1st and 4th devices. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a bmx 81 (95 cm) sheath, navien 058 (115 cm length) guide catheter, phenom 27 (160 cm length) and marksman (160 cm length) microcatheters.